Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. This was discovered during patient infusion. After twenty four hours, there was a large amount left in the device. The device was disconnected and checked, however, it still did not infuse. The device was filled with flucloxacillin 12g plus citrate buffer in 230ml sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date ¿ the lot was manufactured between march 17-21, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the device contained residual fluid inside the bladder. The reported condition was verified. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.